Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was not separated but stuck out from the grasping section. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad and the coating for electric insulation of the probe were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hepatectomy, two devices were used. The tissue pad of the first product was worn and partially separated. The intended procedure was continued with the second product. The tissue pad of the second product was partially separated. The intended procedure was completed with the second device. There was no patient injury reported. On may 29, 2019, as a result of evaluation for the first product, olympus medical systems corp. (Omsc) found that the tissue pad was stuck out from the grasping section, and the coating for electric insulation of the probe of the was partially missing. This is the report regarding the protrusion of the tissue pad and the missing of the probe coating of the first product.